Manufacturer narrative:
One sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure testing and clear passage testing was performed. During the pressure testing, the set was found to be leaking at the connection of the tubing and the bushing. The reported condition was verified for the returned sample. The cause of the condition was not determined. The second sample was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink continu-flo solution sets leaked from an unspecified location. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.